Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID neu _unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that ¿a long time ago¿ an underdose occurred as the patient¿s first physician made the pump run so that it would not alarm until after it slowed down (medication delivery) and the patient experienced withdrawals. By the time the pump started to alarm the patient was ¿not in good shape.¿ it was not reported what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.